Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to batteries was confirmed via the log file. A review of the log files spanned approximately 9 days (27feb21 ¿ 05mar21 and 18mar21 ¿ 20mar21 per time stamp). From 27feb21 to 05mar21, 18mar21 from 16:09 to 16:42, 19mar20 from 13:23 to 13:52, and 20mar21 from 09:18 to 10:11 while connected to batteries, the low voltage advisory alarm activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. The alarms cleared shortly after each time. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller, serial (B)(6) , was functionally tested and found to operate as intended during analysis. Functional testing revealed high resistances in multiple wires in both cables. This is a sign of early stage wire fatigue. However, no alarms were reproduced while testing. The controller was able to support pump function for an extended period of time. The ingress and damage did not affect the functionality of the controller. A root cause for the reported event cannot be conclusively determined through this investigation; however, the wire fatigue could have contributed to the event. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 11aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported having low battery alarms even though the batteries were reporting charge levels of 2 out of 5. The issues occurred with all of the patients batteries. Log file analysis captured long odd strings of low voltage advisory events while connected to battery power. The batteries were only 2 years old and were not nearing the 3 year mark. The brass contacts on the batteries were reported to be okay when examined. The patients batteries and clips were exchanged but did not resolve the issues. The controller was then exchanged which resolved the issues.